Manufacturer narrative:
G3 initial awareness date was (B)(6) 2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that during a recurrent incisional hernia with biologic mesh on (B)(6) 2026 it was discovered that ¿they found the part of the sound cap today when patient had another surgery. Patient is fine and there were no infections.¿ the surgery when the sound cap was left in the patient took place on (B)(6) 2025 and it was a laparoscopic ventral hernia with mesh. The ¿patient did not require any treatment as a result of piece being left in there.¿ this report is being raised due to the reported injury of device fragment remained in the patient.